Event description:
It was reported a surgeon through a company representative that high impedance was found after a lead replacement surgery on a vns patient. The surgeon indicated the m 102 was re-used and cleaned prior to placement of the new lead. A system check was performed which indicated high impedance (7/limit/high). The surgeon made sure the m 102 was cleaned thoroughly and attempted to re-insert the lead 4 times. System check was performed which yielded high impedance (7/limit/high). The patient was closed due to the fact that the surgery was 3 hours long. The patient was programmed off due to high impedance readings and referred for pin re-insertion surgery. X-rays were taken of the patient's chest and sent to the manufacturer for review. Review of x-rays indicated the lead pin was not fully inserted inside the connector block of the generator. Additional information from the area representative indicated the patient underwent pin re-insertion surgery and the high impedance was resolved after re-inserting the pin.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.